Manufacturer narrative:
This is the first of two associated medwatch reports filed for this event. Two failed devices were used in the event. Event date is not known. There is also no patient information nor details of the procedure or event known at this time. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a product investigation completed for it. The user¿s complaint was confirmed the device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found the probe tip is detached, missing portion was returned for evaluation. The wiper movement is normal. The movement of the handle and jaw is consistent and smooth. The handle load is normal. The rotation of the knob torque is normal and smooth. Product investigation conclusion based on the evaluation is that the cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
As reported during procedure the jaw of the device was broken. Subsequently, a second device was also used unsuccessfully in this event.